Event description:
It was reported that the customer was having problems when changing the infusion set and reservoir. It was stated that insulin from the connection between the reservoir and the infusion set leaked a considerable amount of insulin through the needle. The customer believes that he delivered around 50.0 units of insulin by it's own, and the customer experienced hypoglycemia. No further information was provided.

Manufacturer narrative:
Inspected two opened/used reservoirs and performed the manual prime and high-pressure test. The reservoirs passed the tests and no leaks were observed during priming. Also the reservoirs were disconnected from the insulin pump and checked for any fluids coming out of the infusion set and none was found. Both reservoirs passed. Checked the o-rings/stopper groove for defects and none were found.